Event description:
During a double lung transplant and after reperfusion of the first lung, pressure built up in the reservoir. Blood bubbled out over the top of the reservoir. The pt expired two days later. It was reported that the death was not attributed to the incident.

Manufacturer narrative:
This event occurred in (B) (6). Sorin group (B) (4) manufactures the apex oxygenator. Sorin group USA is filing on behalf of sorin group (B) (4). The device was discarded by the facility. The mfg records did not reveal any abnormalities. The incident occurred during a double lung transplant. Sorin group (B) (4) stated that this type of surgery is characterized by severe bleeding and a relevant amount of suction from the operative field. It is probable that cellular activation from the suctioned blood, fluid and tissue fragments, biological aggregates and the potential addition of banked blood contributed to the occlusion of the cardiotomy filter media, decreasing the filtration capability and increasing the pressure within the cardiotomy section. Sorin group (B) (4) has concluded that the oxygenator performed according to specs. No further action is deemed necessary.